Event description:
It was reported that the bd intima-ii¿ closed IV catheter system has a crack causing leakage. The following information was provided by the initial reporter, translated from chinese to english: when the air is exhausted, the blue luer connector under the heparin cap of the indwelling needle has a strip crack, and the seepage drips out. Discontinue use of the catheter immediately and reassure the patient. Immediately report to the head nurse and report adverse events.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2167317. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 : see h.10.